Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.. Linked to mfg report #: 2523190-2018-00110.

Event description:
This report is 1 of 2. A customer reported that the 00mlx mlx 300w xenon lightsource, some of the light cords (including the new high output cables) has been burning. The customer was unsure if there was something wrong with the fiber optic cable or the light source. No patient injury was reported. It is unknown if there was any patient contact, or a surgical delay. Request for additional information has been made.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. An investigation of the device inspection records was conducted by the manufacturer. There were no deviations or non-conformance's during the inspection process. A visual inspection found no visible, physical damage. Functional testing found the unit powered "on" and the lamp immediately ignited. The unit came in/out of standby mode multiple times without issue. The unit ran for 15 minutes in standby mode and the lamp shut "off" as designed. The mlx light source tested within specifications. The reported complaint was unconfirmed.